Manufacturer narrative:
Premarket/510(k) #: k163248 & k151895. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, stylet kinked inside the needle. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.